Event description:
The family member called lifescan and alleged the one touch ultra meter was displaying error 1 and error 2. The medical affairs specialist contacted the pt to confirm the information. Pt sometimes gets error 4. The pt was unable to give further information regarding the incident. When asked questions, pt stated, "I'm confused". As pt was getting frustrated with the questioning, for their comfort, no further questions were asked. The family member had limited information. Pt did not hear their family member telephone or come to the door, so he came in with his key. He found pt just sitting in their chair and he called 911. The family member stated pt was dizzy and sweaty. The pt was treated intravenously. (Unknown with what) the blood glucose was stated as 50 mg/dl on an unknown meter. (Pt thought 36 mg/dl) no information on when last result was obtained or on blood application technique. The pt tests before and 2 hours after each meal. The pt was taking insulin, however after the hospital visit the insulin was stopped and now only on oral medication. The customer care representative performed troubleshooting and stated the error 2 and error 1 were resolved. Teaching given on technique. Based on the information obtained from the family member and the pt, there is insufficient information to state the product malfunctioned. It appears the pt had and was treated for hypoglycemia and subsequently insulin was stopped. Though the information surrounding the incident is unclear, it is possible that use error contributed to a serious injury. This is reported as an adverse event. The meter and test strips were replaced and return expected. The control solution was replace. Phone number left for family member.